Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. The blood glucose levels were 41 mg/dl and 310mg/dl. Customer¿s other blood glucose was 300 mg/dl and 303 mg/dl. The customer did not provide details on symptoms related to the high blood glucose levels. However, customer was treated for their bolus and carb. Customer stated that low reservoir alert. The customer was declined to troubleshoot for low blood glucose and troubleshooting was done for high blood glucose. The customer did not return the insulin pump back for analysis.